Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported via a trial that a 2.5 x 23 mm xience v stent and a 3.5 x 18 mm xience v stent were implanted in the first obtuse marginal and in the proximal rca. Approximately eight months after implant, stenosis was noted in the lesions. The restenosis was treated by implanting two additional stents (another company's). No additional event or patient information is available.

Manufacturer narrative:
The second xience v (3.5 x 18) listed being filed under the same manufacturer number. Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis, as listed in the xience instructions for use (IFU), is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the hospitalization is a secondary effect of the restenosis. However, a conclusive root cause for the reported patient effects, and the relationship of the devices, if any, cannot be determined.